Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The device was returned to the manufacturer for wireless upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose, the fan was intermittently noisy and the programmer powered up to an error, so the software was reloaded and the hard drive was reconfigured. (B)(4).